Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that she had been experiencing unexplained high blood glucose levels. Blood glucose level at the time of the incident was 383 mg/dl. Blood glucose level at the time of the call was 469 mg/dl. The customer reported treating the high blood glucose levels with an insulin pen. During troubleshooting, the customer received a no delivery alarm and was advised to perform a set change. The insulin pump was not replaced or returned for analysis.